Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor and sutures were returned off the insertion device. One suture is frayed and fractured at the proximal end of the anchor. The anchor has no visible defect. The needles were not returned. The insertion device has no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that each lot must be accompanied by a certificate of conformance. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force or contact with a sharp grasper/instrument). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an unspecified procedure, the twinfix ultra ti 5.5mm threads got tangled around the edges of the screw, and it was not possible to perform the stitch. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported. A visual inspection of the device revealed one suture frayed and fractured at the proximal end of the anchor.